Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the auto mode was inactive on the insulin pump during the high blood glucose level event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter was hospitalized due to high blood glucose and diabetic ketoacidosis on unknown date. Customer¿s blood glucose was in the unknown at the time of incident. Customer stated that the insulin pump had blank display. The customer did not provide the information about the automode use. The insulin pump will not be returned for analysis.